Manufacturer narrative:
The device has been received and the analysis is underway. A supplemental report will be submitted once the device evaluation has been completed.

Event description:
Medtronic received a report that during a stroke case of the right internal carotid artery (ica), when introducing the mechanical thrombectomy device into the microcatheter, the pushwire kinked in the middle section and through fluoroscopy, it was realized that the pushwire had broken at the kink. No patient injury was reported to have occurred. A new mechanical thrombectomy was used to treat the patient.

Manufacturer narrative:
The solitaire platinum device was returned for analysis. The pushwire was found to be broken into two segments. No issues were found with the marker coil. Visual inspection showed no irregularities outside of the attachment zone. The stent non-working and working length struts were in good condition. Approximately 3.0cm of the proximal end of the pushwire¿s distal broken segment was sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. Based on the device analysis and reported information, the report of pushwire break was confirmed. In this event, use error likely c ontributed to the reported event. The solitaire platinum revascularization device was continued to be used despite it¿s damaged (kinked) condition. Based on the sem analysis report, a small fatigue features is visible on the fracture surface adjacent to the wire bottom surface. The rest of the fracture surface exhibits dimple features indicative of ductile overload. This indicates that the solitaire platinum pushwire broke (ductile overload) after becoming kinked (fatigue). However, the cause for the kink could not be determined. The product analysis does not suggest a potential or confirmed manufacturing issue. All products are 100% inspected for damages and irregularities during manufacture. Per the he solitaire platinum instructions for use (IFU): carefully inspect the sterile package and the solitaire platinum revascularization device prior to use to verify that neither has been damaged during shipment. Do not use kinked or damaged components. If information is provided in the future, a supplemental report will be issued.